Event description:
In 2006, pt underwent removal of spider plate and screws from right wrist secondary to non-union of right wrist partial carpal fusion. The plate was removed. The three proximal screws in the lunate and triquetrum were loose at removal. One of the remaining in the lunate was broken and it remained there - size not known or reported -. The remaining screws had good fixation. All were removed except the fragment with the lunate bone.